Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event date is unknown; it is unknown when devices became damaged/worn as this was not an intraoperative event. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2002, while inspecting the instruments after going through the decontamination process, there were several devices damaged. The t-handle chuck and the handle bent. The power shaft screwdriver and the tip stripped. There was a long reamer shaft and the reamer heads will not fit/attach and the the 2.5mm reaming rod keeps getting caught in it. The cable tensioning attachment will not stay on the tensioner. There was also a locking small frag tray insert. One of the handles on the tray is broken. There is no patient or surgical involvement. This is report 1 of 3 for (B)(4). This report is for a screwdriver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: supplier - universal punch / inspected, packaged and released by: monument release to warehouse date: 25-jan-2021. Part number: 03.010.151, star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm. Lot number: 137p006 (non-sterile). Production order traveler met all inspection acceptance criteria apart from the one piece noted.. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.010m151, star/hexdrive scrwdrvr shaft t25/3.5mm hex/slf-retain 165mm lot number: 137p006 inspection sheet, incoming inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certificate of tests was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driver tip of the sd/hd scrwdrvr sft t25 3.5hex/sf-rtn 165 was found stripped. No other problems were observed. A dimensional inspection was not performed for the sd/hd scrwdrvr sft t25 3.5hex/sf-rtn 165 due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of sd/hd scrwdrvr sft t25 3.5hex/sf-rtn 165 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.